Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported that the reservoir was occluded. Customer's blood glucose was 300 mg/dl. Customer has not treated but will treat with a complete change set. Troubleshooting was done. The insulin pump did not alarm no delivery with manual prime. Advised changing the reservoir resolved the issue. Advised the customer to return the reservoir and infusion sets. No further info provided.